Event description:
It was reported that the device was overheating during testing. No patient involvement was reported.

Manufacturer narrative:
Additional information: d9 and device evaluation results.

Event description:
It was reported that the device was overheating during testing. No patient involvement was reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text: device was not returned.

Event description:
It was reported that the device was overheating during testing. No patient involvement was reported.